Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded at the hospital. Additional information was requested and if it becomes available will be submitted in a supplemental report. Discarded at the hospital.

Event description:
During a left primary total hip surgery, the universal joint screwdriver was thrown away by hospital staff as the tip was worn. No adverse consequence to patient and surgery was completed without any delay.

Manufacturer narrative:
An event regarding a worn instrument tip during a left primary hip surgery involving a trident universal driver shaft was reported. The event was not confirmed. Method & results: device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. Medical records received and evaluation: a review of medical records was not performed as no medical records were received for review with a clinical consultant. Device history review: review of the device history records was performed and the product was released with no reported discrepancies. Complaint history review: based on the device identification the complaint databases were reviewed for similar reported events regarding universal driver shaft tip wear and there have been no similar previous reported events for this lot ID. Conclusions: the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
During a left primary total hip surgery, the universal joint screwdriver was thrown away by hospital staff as the tip was worn. No adverse consequence to patient and surgery was completed without any delay.